Event description:
The patient was reportedly experiencing intermittencies followed by loss of lock between the internal device and the external equipment. External equipment was exchanged; however, this did not resolve the issue. Additional device testing will be performed. The center will pursue device revision.